Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient had an oozing substance from the pocket. No adverse patient effects were reported. The ra lead was explanted.